Manufacturer narrative:
The device was returned to the MFR for evaluation. Upon visual inspection, it appeared that the valve did not have sufficient solvent to bond the connector. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the evacuator and suction tube became disconnected on a surgivac. There was no report of spilled bodily fluids. Further, there was no report of injury or adverse pt consequences associated with this incident.